Event description:
The customer reported that during use of this cannula in an arthroscopic procedure, it broke in pieces inside the surgical site. The user reported retrieving all broken pieces, which resulted in a 10 minute surgical delay. A backup device was used to complete the surgery and there was no injury to the pt.

Manufacturer narrative:
Conmed linvatec received this device for investigation, and confirmed the reported problem. A visual examination found the cannula broken on the body near the valve. Further examination found the breakage area jagged in appearance with several small pieces of the broken cannula not returned. A material change was made to this device. This material change provides improved resistance to damage. It is believed that this breakage may have occurred during passing of a surgical instrument through the cannula.